Event description:
During a surgical procedure while using the iglesias working element, the surgeon noticed that it sparked. There was no patient involvement or harm. The procedure was completed with no further incidents.

Manufacturer narrative:
The instruments returned by the customer exhibits only minor wear and tear with no evidence of charring or electrical shorting. A slight bend in the steel tube is noted, which prevents the scope from passing through the tube freely, although it will properly insert with a small amount of force. A follow-up email from the gyrus acmi territory representative states that there is some possibility that the sparking may have been caused by an ignition of air in the trapped gases inside the patient. Due to the lack of evidence of burn marks or charring on the device, a definitive root cause cannot be determined. The follow up call to the customer does present a plausible explanation for the observed "sparking". It is also possible that the electrode was energized while still inside the sheath, which may have led to arcing. In either case, the cause of the incident can be reasoned as caused by the user.